Event description:
Difficulty aspirating and injecting reservoir was reported. It was reported that the expected residual volume was "about" 10 mls but they didn't get any medication back, they got "maybe" one ml of medication and bubbles. The healthcare provider (hcp) could feel the "bottom of the pump," they "definitely" felt they were in "there," "could feel the vacuum kind of pressure" during aspiration and noted "it feels almost normal." The hcp tried to push saline in to verify that they were in "there," and there was "a lot of resistance", they could not push the saline in. It was also noted that the hcp planned on attempting with a different refill kit. The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2009. (B)(4).

Event description:
Additional information received reported the cause of the event was normal battery depletion of the pump. There was replacement of the pump and catheter and the patient outcome was listed as 'no injury.'

Manufacturer narrative:
Previously reported conclusion no longer applies to this event.